Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According o the available information, the device was explanted and replaced due to a cylinder tubing tear.

Manufacturer narrative:
A titan pump, and detached inlet tubing with connector were received for evaluation. A separation with abrasion was noted on the longer exhaust tube of the pump. This was a site of leakage. Abrasion was noted on all pump tubes. Abrasion was noted on the inlet tube. No functional abnormalities were noted with the tube or connector. Based on examination of the returned product, it was concluded that while in-vivo both all pump tubes overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the longer exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.